Event description:
Pt reported obtaining a blood glucose result of 280 mg/dl, while using the suspect test strips. Pt indicated that, within 5 minutes, blood glucose was retested using a physician's test strips with the result of 127 mg/dl. No pt injury was reported and no treatment was received. Pt performed a level-one control test, using the suspect test strip, and the result fell outside of the acceptable range. Pt then performed both level-one and level-two control tests, using a new strip vial, and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.